Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd vacutainer® urine collection cup malfunctioned as "some have the anomaly of not having a needle for the transfer of urine." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. Evaluation of the customer samples was performed and missing needle was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Based on evaluation of the customer samples was conducted and missing needle was observed. Further investigation has been initiated through a situation analysis. The investigation is still on-going and improvements will be made as the potential causes are identified. A situation analysis has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Based on an assessment of severity and frequency, it was determined that a situation analysis is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that before use a bd vacutainer® urine collection cup malfunctioned as "some have the anomaly of not having a needle for the transfer of urine." There was no report of exposure, injury or medical intervention needed.